Event description:
On (B)(6) 2016, a dentist reported the case of a male patient (age not provided) who required extraction of tooth #29. This tooth had a 3m espe lava ultimate cad/cam restorative for cerec crown seated on (B)(6) 2012. On (B)(6) 2015, a decision was made to extract the tooth because of decay beneath it.